Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the 3f ward of internal medicine the cuff test of the foley catheter showed no issues, but the balloon rupture occurred when sterile distilled water was infused after insertion. Recently, there had been reports that sterile distilled water seems difficult to return during cuff tests.

Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. It is unknown whether the device had met relevant specification. Sample was evaluated and inflation eye meet internal specification. Observed balloon burst. No syringe returned and no crack on the catheter valve. A needle syringe was used to inject water into the inflation lumen. Water flowed out through the inflation eye without any obstruction. Due to the poor condition of the sample, the deflation time could not be determined. Upon dissection, no lumen collapse was observed. Unable to determine what elements existed during the placement and use of the catheter due to poor sample condition. A potential root cause for this failure mode could be thin rubberize wall (example: causing collapse/ pinched inflation lumen under the balloon). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the 3f ward of internal medicine the cuff test of the foley catheter showed no issues, but the balloon rupture occurred when sterile distilled water was infused after insertion. Recently, there had been reports that sterile distilled water seems difficult to return during cuff tests.